Manufacturer narrative:
(B)(4). The 6x45mm single innie polyaxial screw (product code: 1797-12-645, lot number: unknown) was repositioned during the procedure and was not returned to the complaints handling unit (chu) for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: revision of l3-l5 plus extension of fusion to l2-s1. Reason for the revision is due to subsidence of cage and failure of the construct (once the cage subsided there was increased load on the cross connector which was greater than what it could take). Patient experienced right sided leg pain which is due to the subsided cage pressing on the nerve. The surgeon noted that the patient had poor bone quality. During the case, after the incision was made and the construct was revealed, the broken cross connector was removed. The surgeon then retracted further tissue to remove the subsided cage. He then placed additional screws on the level above and the level below, new rods were implanted, set screws torqued off and a new cross connector was implanted. A week after the procedure, the surgeon advised that the patient was well and had already been discharged from the hospital. The surgeon commented that he does not believe the failure was due to the connector, but due to the patient's bone quality which caused the cage to subside. Primary procedure was about a year ago, at the same hospital by the same surgeon. Patient (B)(6). Relevant patient pre-existing conditions/ comorbidities are unknown. This is the patient's first revision. X-rays are available. No further information available. Code 189401405 the lot om7253tds is not valid in jde.